Event description:
Customer reports that during a surgery that took place on (B)(6) 2025, an admiral temporary fixation pin broke with the distal portion of the pin remaining in the bone. There was no way to retrieve the piece that remained in the bone; however, the surgeon did not feel there was any risk of that portion backing out of the bone. There was no clinically significant delay in surgery and no patient injury reported. The admiral temporary fixation pin was not saved by the customer due to the size and sharpness, therefore, the product is not available for evaluation. Additionally, the customer states the lot number was not legible as the laser marking was no longer dark and was incredibly small.

Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events, - bending, disassembly, or fracture of implant and components. - intraoperative fissure, fracture, or perforation of the spine.